Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The instrument was placed on the in-house system and passed the recognition and engagement tests. The instrument was connected to the in-house energy generator. The instrument failed the energy recognition test and electrical continuity test in one of the grips. The instrument was transferred to advanced failure engineering for further inspection and initial findings were partially confirmed. The instrument passed energy recognition, as the erbe generator recognized the instrument when plugged in. However, the instrument did fail continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found that could cause a break in the circuit for the grip failing continuity. The instrument was then disassembled, and it was noticed that the conductor wire had broken at the proximal end, approximately 3.25 inches from the crimp.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the fenestrated bipolar forceps (fbf) was not functional even with another bipolar line. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the nurse confirmed no arcing was observed. There was no patient injury.